Event description:
During treatment of a cavernous carotid fistula (ccf), the helipaq coil detached without any intent when it was deployed in the ccf and moved in and out. The coil was not connected to the cable. There was no serious injury or need for additional intervention as a result of the event.

Manufacturer narrative:
(B)(4). Complaint conclusion: the device positioning unite (dpu) passed electrical testing. The coil was mechanically detached. The coil was not returned. The most likely root cause of the coil¿s unintended detachment during repositioning was due to the coil becoming anchored. This most likely occurred in either the coil mass or at the distal tip of the microcatheter. The circumstances of exactly where and how the coil became anchored cannot be determined. In addition, without the return of excelsior 1018 microcatheter and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.